Manufacturer narrative:
This report will be updated when our investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported by the patient's advocate that this pacemaker reached explant indicator battery status on (B)(6) 2025. Technical services reviewed the limited device data that was provided and determined that the device reached battery capacity depleted (bcd) 90 days later, in (B)(6) 2026. At bcd, the device reverts to vvi mode with limited functionality. The patient implanted with this device was hospitalized for a non-device related issue in (B)(6) 2026, but when the device was checked the medical team reported to the patient and family that the device was still functioning as expected and had about one more year remaining before replacement would be required. In (B)(6) 2026 the patient was admitted to the hospital again for a severe urinary tract infection (uti). The patient was also feeling significant fatigue. The patient's advocate reported that pacemaker was checked again and found to be at end of life since (B)(6) 2026. Premature battery depletion was suspected. The device was explanted and replaced immediately. It was reported that the patient had suffered multiple strokes affecting her brain during the timeframe of the device reverting to bcd. Her condition deteriorated, leading to admission to the intensive care unit (ICU) and the patient passed away on (B)(6) 2026. Additional information and device data were requested from the local sales team to better understand how the device may have contributed to the patient's demise. The local distributor representative confirmed that when the device was checked in (B)(6) 2026, the battery status information was sent to the patient's device physician. The physician confirmed that at the time of the device replacement it was operating at vvi 50 bpm. The pacemaker generator was successfully replaced and that the patient remained clinically stable following the replacement procedure. He further confirmed that the cause of death was related to recurrent cerebrovascular accidents (strokes) and renal failure, with no evidence suggesting that the patient's cardiac condition or the implanted pacemaker contributed to the outcome. A request was made for the local team to confirm if the explanted device would be returned for laboratory analysis.